Manufacturer narrative:
The device associated with this report was not returned. A lot specific complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records did not identify any related manufacturing deviations or anomalies. The investigation could not draw any conclusions regarding the reported event. Although the root cause cannot be determined, it is known that the asr platform was voluntarily recalled in august of 2010 following an hhe (health hazard evaluation). Further analysis regarding the asr product family will be documented, as determined pertinent, in (B)(4). Based on the inability to determine a root cause, the need for further corrective action is not indicated at this time. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Corrected. New etq record created in order to update etq (legal system) complaint number dint 15399. Reason for original complaint ct05/18 subject 111 revision loosening of femoral implant update: corrected country, added claimsuite reference, surgeon, system used and hip revised from (B)(6) spreadsheet dated (B)(6) 2012 asr xl system - right claimsuite 4761780. This dint relates to 1st revision. Please see dint 22439 for 2nd revision. Nb. Acetabular cup and stem remained in situ through to second revision however have already been reported as part of this dint. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pt was revised to address loosening of femoral implant.